Manufacturer narrative:
The amplatzer duct occluder and torqvue 180 delivery system cable were received at aga medical in their original configurations. The components were decontaminated, measured, and confirmed to meet dimensional specifications. Visual examination performed under magnification revealed no anomalies with the device or the cable end screws. Each end screw threads were measured with calibrated thread gages and met specifications. The delivery cable attached and detached properly from the device without encountering any difficulties. Aga medical contacted the implanting physician and no additional information was provided regarding this event, including the implant images. Should additional information become available, aga medical will file a supplement report.

Event description:
To summarize this event, during deployment of the 5/4mm amplatzer duct occluder, it detached from the 6f amplatzer torqvue 180 delivery system ((B) (4)) cable into the aorta. The ado was snared and a 6/4 ado was successfully implanted utilizing a 7f (B) (4).